Manufacturer narrative:
On (B)(6) 2017 here were 13 stored episodes, but electrograms were only available for six. Episodes v-7 through v-10 were non-sustained, with no egms stored. The only episode that delivered therapy was v-11. Onset showed an intrinsic atrial rate with normal conduction to the ventricle at around 130bpm. There was a sudden onset change in ventricular morphology and rate. The atrial rate stayed around 130bpm but the ventricular rate increased to just over 200bpm. The vt zone was at 180bpm with 5 second duration and vf zone at 220bpm. Sensing was appropriate, with beats marked in the vt zone and some in the vf zone. At the end of the 5 second duration, the device delivered 10 pulses of atp. After the atp, the rhythm seemed to slow and the shock egm was smoother. The rv egm showed rates that were sometime fast and being marked in the vt and vf zone and other times large amplitude deflections would come in as slower rates around 150 to 160bpm so the device was not able to meet 8 of 10 fast in redetection. V-12 was nonsustained, with no egms. There were three rythmiq episodes and four more nonsustained episodes showing an agonal rhythm. The device appeared to be operating as expected, given the programming and the patient¿s condition. Upon receipt, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) died. The patient was in ventricular tachycardia (vt), which was treated with anti-tachycardia pacing (atp). The atp induced a fine ventricular fibrillation (vf) what was undersensed. The device failed to deliver therapy and the patient subsequently died. The episodes were going to be provided to technical services for evaluation. The device was expected to be explanted and returned for laboratory analysis. A review of device data showed all lead impedance measurements went high, out-of-range on (B)(6) 2017. The trend data showed that starting on about (B)(6) 2017 the patient was having much higher average heart rates, with maximum values near 160 bpm and minimums from 135-150 bpm. The activity level trend was at a minimum value during this time. The high average heart rates and low activity level would suggest the patient was likely have heart failure like symptoms.